Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. Device evaluation code 81 - no device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: supplemental was stuck in ack 2 of 3 status, requested to re-submit the device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no alert screens at any time during testing. There were no noise issues heard during the functional test. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons.

Event description:
It was reported that during a thyroidectomy procedure, a tighten assembly error was received. The device was also hissing and activating on its own. A second disposable was used to complete the procedure and there were no consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing. There were no alert screens at any time during testing. There were no noise issues heard during the functional test. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with activation issues. It could not be determined why reportedly the device kept being activated after releasing the activation buttons.